Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨e8 error¨ include, but are not limited to: (1) there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or (2) reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair the quantum 2 stopped working during the surgery and it gave an error e8. There was a backup device available but it was reported a delay greater than 30 minutes. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.